Event description:
During review of incoming repairs device was noted to be missing its distal tip. Sales rep for smith+nephew confirmed that the device broke during a rotator cuff repair and that the tip could not be found. A delay of about ten mins resulted. No pt injury or complications resulted. Sales rep also stated that the surgeon is kind of heavy-handed, which may have contributed to the failure of the device.